Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb stent graft was intended to be implanted during an endovascular procedure for the treatment of a 23mm aortic iliac aneurysm. It was reported prior to the index procedure, when the physician opened the device packaging, that the delivery system appeared to be damaged and was deemed unusable. A different stent graft was implanted alternatively. As per the physician, the cause of the event was due to the product quality issues. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the delivery system returned with the external slider in the forward position. There was no stent graft loaded in the delivery system. Longitudinal scratches were evident to the tapered tip. Longitudinal and circumferential tears were present to the graft cover with the circumferential tear located 9.3cm from the tip of the graft cover. Multiple kinks were visible to the spiral tube. Damage was seen to the distal end of the stent stop. The returned shelf carton was inspected with no damage noted. The reported deformation (in-vitro) can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.